Event description:
It is reported that the stem got stuck in the canal. Upon a very difficult removal, the tuberosities were fractured. He then reamed up one size. After the tuberosities were repaired, the stem was implanted.

Manufacturer narrative:
Info was received from a distributor who is not required to complete for 3500a. This report will be amended when our investigation is complete.